Event description:
It was reported that one infusor elastomeric device was observed with a ruptured bladder. According to the report, the customer stated that they observed this rupture during filling. It is unknown what drug this device was being filled with. This condition was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. A batch review was conducted for lot number 13b065 which revealed product met all of the acceptance criteria for release. Four complaints/incidents were found to be related to the rupture condition. Should additional relevant information be obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the sample confirmed the reported condition. The reservoir was microscopically examined. As a result, markings on the interior surface of the bladder were observed near the rupture line. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.